Event description:
It was reported that an ilet bionic pancreas generated repeated alert 65 alarms related to audio functionality despite user-initiated restarts, and a replacement device was provided. Symptoms included no reported adverse clinical effects, and blood glucose was unaffected. Outcomes included the user temporarily reverting to an alternative insulin therapy until the replacement arrived. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.